Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to myopotentials. Programming changes were made. No patient symptoms were reported after the changes.